Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that there appears to be a distal type I endoleak. The physician stated the cause of the event was due tortuous and aneurysmal anatomy where the distal thoracic aorta expanded to 30 mm. The physician extended the stent graft with a 36/36/150 valiant and the event was successfully resolved. No additional clinical sequelae were reported and the patient is fine.